Event description:
It was reported ongoing intermittent occlusion alarms have been ongoing since july of 2025. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.